Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on the trilogy evo o2 device. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician observed error code battery not charging fault in the device¿s event log. The manufacturer's service technician evaluated and determined the system printed circuit assembly (pca) board had caused the issue to occur on the device. The manufacturer's service technician replaced the device's system pca to address this issue. After replacing the part on the device, the manufacturer's service technician performed the functional and run-in tests, along with the battery and valve checks. The manufacturer's service technician confirmed the device was operating properly, and it was cleaned.